Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: on examination, there was moisture corrosion inside the battery compartment. The returned battery cap was intact and without damage; the cap secured to the pump properly for testing. On investigation, the pump failed to power on. Complete investigation of the pump by product analysis was not possible due to no power to the pump. The battery compartment was noted to be cracked alongside of pump. The pump was opened for investigation and no further evidence of moisture was found inside the pump. Investigation confirmed the complaint.